Manufacturer narrative:
The reported events were lead dislodgement, noise and inappropriate shocks. The reported events of noise and inappropriate shocks were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix was returned retracted and clogged with blood and tissue. After cleaning, the helix could be extended and retracted. The full helix extension length was measured to be within specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device delivered inappropriate high voltage therapy due to oversensing of episodes of atrial fibrillation. It was determined that the cause of the inappropriate therapy was the right ventricular (rv) lead dislodging into the atrium. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.